Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported with an issue of operation unit damage. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the ig (image guide) bending , insertion unit is peeling off ( 1 mm to 2 or more).

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found the ig (image guide) bending , insertion tube is peeling off (1 mm 2 or more). Furthermore, during device evaluation, the following findings were observed. Watertightness not maintained due to damage to the operation part due to external factors. The customer reported issue could be confirmed. The ig (image guide) bundle found to be significantly broken due to external factors. The insertion part found crushed due to an external factor. The power button found damaged due to an external factor. The release button and the shooting mode button found not working. Investigation is ongoing. This report will be supplemented accordingly following investigation.